Event description:
It was reported that, a red screen was showed before implant procedure on this subcutaneous implantable cardioverter defibrillator (s-ICD). The programmer log file showed a red alert for too low battery voltage when prepping at implant. The device data showed some magnet applications and beeping. The technical services (ts) recommended to return the device for analysis.

Event description:
It was reported that, a red screen was showed before implant procedure on this subcutaneous implantable cardioverter defibrillator (s-ICD). The programmer log file showed a red alert for too low battery voltage when prepping at implant. The device data showed some magnet applications and beeping. The technical services (ts) recommended to return the device for analysis. No patient involvement.

Manufacturer narrative:
This product has been returned to boston scientific, and laboratory analysis was conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, a red screen was showed before implant procedure on this subcutaneous implantable cardioverter defibrillator (s-ICD). The programmer log file showed a red alert for too low battery voltage when prepping at implant. The device data showed some magnet applications and beeping. The technical services (ts) recommended to return the device for analysis. No patient involvement.